Event description:
It was reported that hospital received a 10 pack of simplex bone cement and it was broken when received, and had a strong odor emanating from packaging and had to be discarded accordingly by the hospital.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
A DHR indicates the reported devices were manufactured and accepted into final stock with no reported discrepancies. The chr indicated there were no similar events for the reported lot. The event was not confirmed as the reported product or photographs were not provided. Based on the reported event, there was an odour coming from the product when the reported damage was noted. This indicates that an ampoule(s) was broken at time or shortly before the product was received as the smell would have come from the monomer when the ampoule was broken. This odour from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere.

Event description:
It was reported that hospital received a 10 pack of simplex bone cement and it was broken when received, and had a strong odor emanating from packaging and had to be discarded accordingly by the hospital.